Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name - previous brand name: servo-I, - corrected brand name: servo-I base unit d4 - version or model # - previous version or model #: servo-I, - corrected version or model #: 6487800

Event description:
It was reported that the ventilator did delivered volumes did not match with the set value. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was returned to customer for clinical use. No parts were replaced. Provided ventilator logs indicate alarms for excessive leakage in the patient breathing circuit or a disconnect situation in 2023-11-26; expiratory minute volume low, vt insp. Overrange and check tubing. Successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The cause of the alarms has not been determined but they were most probably due to leakage in the breathing system.